Event description:
Boston scientific crm received info that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired due to a cardiac arrhythmia. There have been no allegations from the physician or field staff.

Manufacturer narrative:
As of today, this device has not been returned for analysis. Should any additional info becomes available, or if this device is returned, this event will be updated.